Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device could not be interrogated. The local representative tried different programmers without success. A magnet reset was done but an interrogation could not be done. Technical services advised to cool the area over the device and then try again. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device could not be interrogated. The local representative tried different programmers without success. A magnet reset was done but an interrogation could not be done. Technical services advised to cool the area over the device and then try again. There were no adverse patient effects. The device remains implanted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was conducted to evaluate the difficulty encountered with establishing telemetry with this device. The radio frequency wake-up periods were monitored while the device was subjected to varying temperatures. Most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Manufacturer narrative:
On (B)(6) 2022, the device was explanted and returned. Analysis is undergoing. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device could not be interrogated. The local representative tried different programmers without success. A magnet reset was done but an interrogation could not be done. Technical services advised to cool the area over the device and then try again. There were no adverse patient effects. The device remains implanted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.